Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows there is a tear in the haptic. It should be noted that the injector was not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was attempting to insert a 11.0 diopter implantable collamer lens with a super funnel cartridge sfc-45fp and the cartridge felt sticky upon advancing the lens and the surgeon noticed the lens was getting torn, so he quit using it. They didn't have a back up lens, so they cancelled surgery and attempted to implant another lens in 2007 and the same thing occurred. No lens implanted in patient. No patient injury. See manufacturer report number 2023826-2007-01849 for the other incident.